Event description:
Patient experienced a burn from a hair removal laser procedure due to operator use error. Customer site was not cooperative in providing additional information after several attempts to contact. We are reporting because we cannot assess the extent of the injury.

Manufacturer narrative:
The device was evaluated by service technician and found it working within specification. Based on the limited clinical information obtained, this incident was due to user error. The max ys handpiece from the icon laser was used on a skin type vi, which is not compliant with the treatment guidelines. This is reportable because the customer site was not cooperative in the investigation and we cannot assess the extent of the patient's injury.